Event description:
An altitude alarm was reported for the pump. There was no adverse impact to the customer's blood glucose level. The customer replaced the cartridge, which resolved the issue, and the pump resumed normal operation. Tips for preventing altitude alarms were provided and acknowledged by the caller.